Manufacturer narrative:
(B)(4). The customer reported the device failed to delivery shock during op check. There was no reported pt involvement. Philips evaluated the device and confirmed the problem. The therapy pca was replaced to resolve the problem.

Event description:
The customer reported the device failed to delivery shock during op check. There was no reported pt involvement.